Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv event. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 22:19:46. During night drain cycle 14, the patient's ultrafiltration reading was 2418ml, indicating the home patient (hp) drained 1858ml more than their maximum programmed fill volume of 1400ml. No additional information is available.